Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed an error# 6 which is due to a problem with the touch screen calibration. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed fault. The fse states error 6 is due to a problem with the touch screen calibration. After entering service, the fse performed the touch calibration and the problem did not recur. Functional tests performed with positive results.

Event description:
N/a.